Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13526. The pt reported she had stopped charging her scs system approximately 1 year ago because she experienced warmth while charging. The pt stated she was never burned, it was just uncomfortable. Follow-up pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
A 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.